Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020006 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020006 can meet the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Customer had 4 kits that had a t line but no c line. She confirmed that she added the sample to the correct well.

Event description:
Invalid result (s). Customer had 4 kits that had a t line but no c line. She confirmed that she added the sample to the correct well.